Manufacturer narrative:
The field representative planned to provide additional details and the outcome of the procedure after the revision is completed. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during a routine follow-up approximately two weeks post-implant, this left ventricular (lv) lead was found to be dislodged. The patient was scheduled for a lead revision the following week. There were no patient symptoms or device reprogramming reported, and it was unknown how the dislodgement was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The field representative confirmed the dislodgement was suspected due to loss of capture on the lv lead. An x-ray showed the lead was still in the target vessel but was not capturing. The lead was explanted and replaced the following week. No additional adverse patient effects were reported.